Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 201, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a male patient receiving intrathecal hydromorphone (1.0 mg/ml, 0.1835 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. On (B)(6) 2014, ultrasound diagnostics were performed to find that the pump had flipped/inverted in the pocket; this was also noted as the device event. The hcp was unable to manually correct the pump position in clinic. The patient had a medical/non-surgical intervention on (B)(6) 2015, where the pump position was corrected and the pump was refilled under fluoroscopy. This was performed without complications. The severity was listed as mild. The incisional site/device tract was noted at the pump pocket. The event was noted as related to the device or therapy, and not related to the implant procedure. The outcome was listed as resolved without sequelae and the resolved date was (B)(6) 2015.